Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented in the clinic experiencing diaphragmatic stimulation. During a firmware system upgrade the pulse generator went into back-up vvi mode. The device was downloaded successfully. No further attempt was made to upgrade the firmware. The patient's condition was stable after the device was downloaded.